Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was over 800 mg/dl at the time of incident. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, confusion and diarrhea. The customer was treated by insulin drip and insulin shot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.